Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been reprogrammed during the previous summer. The patient had not felt stimulation since (B)(6) 2015. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient also still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient's replacement surgery was scheduled for (B)(6) 2015. The patient was frustrated with the situation as it was causing unnecessary stress on them and their family. It was the patient's understanding that the device should last 4 to 5 years and they were very independent. The patient spoke with their hcp and did plan on sending the device back for analysis. The patient was feeling shocking down their leg and wanted to know if they should have the device replaced. The patient felt better when the device was turned off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the patient reported that a manufacturer representative (rep) saw her one minute before removal. She stated that she had been shocked by the device until it was turned off. She previously spoke to someone from the manufacturer and was told that the product should be sent back to check for malfunction. The system was removed. However, one of the leads broke during removal and was partially explanted. It was unknown if the issue was resolved.

Event description:
Additional information received reported that the patient cancelled the replacement surgery for (B)(6) 2015. The patient experienced shocking sensation and on (B)(6) 2015 they turned the device off and no longer had the shocking sensation. The patient would have an appointment with their hcp on (B)(6) 2015 to reevaluate and they may have the device replaced in the fall or late winter.

Manufacturer narrative:
Analysis of the (B)(4) neurostimultor (ins) revealed battery normal end of life/no telemetry and no output. The test hybrid current drain indicated it was within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s system was ¿not working,¿ as in, not feeling stimulation. The stimulator battery died. They saw that it was low on their programmer. While on the call, the stimulator was confirmed to be on. The patient still felt nothing. The patient needed the stimulator replaced. The stimulator did not last as long as expected. They had their stimulation set low to save the battery. Their previous stimulator lasted two and a half years. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c2cf, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).